Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Account indicated the use of a cartridge, product history records could not be reviewed because the account did not provide info traceable to the mfg documentation. Account also indicated the use of an unapproved viscoelastic and handpiece. This is an unapproved combination and is against the dfu. The root cause of the complaint was determined to be related to pt condition/non-product factors. Failure to follow the dfu also occurred by using unapproved viscoelastic and handpiece with the lens and cartridge choice. There have been no other complaints reported in the lot number. Add'l info was requested 09/08/2011 and 09/09/2011 by fax, phone and mail. A completed questionnaire was rec'd on 09/16/2011. (B)(4).

Event description:
A nurse reported eleven pts whose lens was exchanged due to refractive errors following intraocular lens (iol) implant surgery. Add'l info was rec'd from the surgeon, who stated the lens did not cause or contribute to the event. Info provided indicated that an unapproved viscoelastic and handpiece combination was used. There are twelve medical device reports associated with this event. This report is for the eighth pt.